Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving high readings. Customer purchased meter on (B)(6). Customer is claiming that meter is reading 200 points higher than her other meter. She stated that last night, she got a high reading of 458 and she took another round of insulin. Customer stated her blood glucose "crashed" and her husband became concerned so he called the ems. She did not end up going to the hospital because she refused to go to the hospital, but the paramedics gave her glucose intravenously. She did a test with the inktel rep and received 458 with the relion prime and 200 on her mother. Customer because agitated with all the questions, and started threatening lawsuits and was very concerned about getting her refund and talked about that for quite some time, and stated that she didn't care about anything and just wanted her refund and wouldn't provide any more information. Technique and storage are good. Controls not used. Requesting refund.